Event description:
It was reported that this right ventricular (rv) lead dislodged one day after implant. During the repositioning of the lead the helix would not extend and different lead was implanted. No additional adverse patient effects were reported. The implanting facility discarded the lead and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.